Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) and a manufacturer's representative regarding a patient who was receiving baclofen at an unknown concentration and dosage via an implantable pump for non-malignant pain and failed back syndrome-other. On (B)(6) 2017, it was reported that the patient's pump was empty and they were in pain. The patient stated that they had been in pain for over 3 weeks. The pain reportedly started when the patient's pump alarm started to go off. The patient confirmed that the alarm sounded like a "european siren" and their pump was still alarming. According to the patient, their pump was completely dry. The patient had moved due the hurricane and their managing physician's office had been closed due to the hurricane. When the patient called their managing healthcare provider (hcp), the hcp referred them to another doctor located near the patient. However, the patient reportedly had to wait a week for the office to get the patient's medication and, when the patient did see the doctor, the doctor was unfamiliar with pumps and did not administer the medication in the patient's pump. The patient noted a manufacturer's representative was present at this appointment. Additional information was received on (B)(6) 2017. It was reported that the patient was seen on (B)(6) 2017 and the attending manufacturer's representative was reported. The patient's weight was also provided. The hcp clarified that the patient's pump could not be refilled as it had been empty and silent for too long and would need to be flushed and reprogrammed. The hcp at the patient's refill was unable to do such a procedure and referred the patient to their managing physician or another hcp. The patient's pump was put at minimum rate, the pump alarms were silenced, and the patient was given oral medication. The hcp noted that the patient had allowed their pump to empty and this was the third time that this had occurred. The patient was considered non-compliant. Additional information was received on (B)(6) 2017. It was reported that the earliest date of the patient missing a planned refill was (B)(6) 2017. The patient rescheduled and the pump was not refilled until (B)(6), one week after the planned refill date. All other refills appeared to be on time prior to this event. Additional information was received on (B)(6) 2017. The date that the manufacturer was first notified of this event was confirmed. No further complications were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 17-jan-2018 from (B)(6) therapeutics who reported that the patient¿s medical history included a long history of low back pain. The patient¿s concomitant medications included morphine sulfate ir (immediate release), clonidine patch, cymbalta (duloxetine), zofran (ondansetron) and oral baclofen (dates of therapy, route and frequency of use not specified unless otherwise noted). It was clarified that on unspecified dates, the patient presented to a physician's office with pain of "8/10" and a pump alarm date 16 days prior to the visit. The patient's oral medication was refilled and intrathecal medication was ordered. Due to the "complicated nature of events", the patient was referred to another clinic for pump refill. On an unspecified date, the patient presented to the transfer clinic with an empty pump. As of (B)(6) 2018, the event was ongoing. No additional information was provided. No further complications have been reported as a result of this event.